Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, the generator screen would not turn on and a high pitch sound started to come from the generator. The generator was rebooted, but the screen still remained dark. The procedure was unable to be completed due to this issue. The port box will be exchanged to resolve the issue. There were no adverse patient consequences.